Event description:
A catheter was found leaking. The PICC line was removed, and despite attempts to replace it, the procedure was unsuccessful. As a result, a piv line was inserted.

Manufacturer narrative:
The malfunctioning device will be returned to vygon, and upon receipt, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Manufacturer narrative:
We received the catheter with the sliding clamp and a needle-free connector as faulty sample. The attempt to flush the catheter with water was unsuccessful, even after gently massaging it in warm water to dissolve any possible solution crystals. When flushing the catheter with air it was leaking directly at the catheter wing. The microscopic examination showed that the catheter tube was partly torn out of the wing, which caused the leakage. This area also showed a typical rough surface caused by tensile forces. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: dressing change, in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps or scalpel) during dressing change. 3. Alcohol-based disinfectants . Concerning this, there is a warning in the product IFU: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it" and "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter". Do not overstretch the catheter as it may rupture, causing a catheter embolism. Unfortunately, the customer did not specify if a water-based or alcohol-based disinfection was used. Since no batch number was provided, it was not possible to review the batch history records to determine if any deviations occurred. A review of vygon USA complaint data shows that this is the second complaint submitted regarding a leaking catheter for product code 1252.030g within the last 3 months. Per our procedure, this does not constitute a trend. Corrective action: as the catheter worked well 21 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
A catheter was found leaking. The PICC line was removed, and despite attempts to replace it, the procedure was unsuccessful. As a result, a piv line was inserted.